Event description:
Journal article received: outcomes of osteoporotic trochanteric fractures treated with cement-augmented dynamic hip screw, rakesh kumar gupta, vinay gupta, and navdeep gupta, indian j orthop. 2012 nov-dec; 46(6): 640¿645 reported: a study involving 64 patients had pmma augmentation of dhs by injecting pmma cement into the femoral head with a custom made gun designed by the authors. This report is for an unknown lag screw. It was reported that a patient died on the fifth postoperative day due to medical comorbities, unrelated to the surgical procedure. No further information is available. It is not known if synthes products were used. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Date of event: indian j orthop. 2012 nov-dec; 46(6): 640¿645. Investigation could not be completed, no conclusion could be drawn as no device was returned.